Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a ¿usual¿ dinner on the ilet and subsequently eating less than intended, with cgm showing a decline a few hours post-meal and a nadir around 67 mg/dl despite intake of orange juice and chips. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with rapid-acting carbohydrates and continued monitoring without emergency care. Investigation included product history review, user interview, and assessment of use pattern relative to the algorithm¿s meal announcement behavior. Investigation of this case revealed user insulin sensitivity and a probable relative overestimation of meal size leading to excess insulin exposure, with no device alarms reported and no evidence of disconnection or external insulin dosing at the time of the event; earlier same-day exercise with prior pump disconnection was noted but temporally remote. It was concluded that the event was consistent with hypoglycemia associated with a larger-than-needed meal announcement and learning-phase use, with device function not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.